Event description:
Additional information received reported that the outcome was resolved without sequelae on 2013 (B)(6). It was noted that the medical or non-surgical therapy intervention of the patient being given cipro took place on 2013 (B)(6).

Event description:
It was reported that the patient experienced had a urinary tract infection. The etiology of the event was reported as ¿new illness, injury¿. Patient symptoms of dysuria and hazy green urine were noted. Intervention included the patient being given cipro. The patient outcome was reported as ¿ongoing event¿. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# v644605, implanted: (B)(6) 2011, product type: lead. (B)(4).